Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink set would not flow. During patient infusion with an unspecified solution, the device would not flow. The device was used in conjunction with a non-baxter pump and a non-baxter primary set. There was no patient injury or medical intervention associated with this event. No additional information is available.